Manufacturer narrative:
The customer contacted siemens to report that discordant, falsely high calcium (ca2_c) test results were obtained from an advia chemistry xpt instrument. A siemens customer service engineer (cse) was dispatched to the customer site to inspect the instrument. The cse found the reaction tray wash station overflowing. The cse replaced the concentrated drain pump (cdp) waste tubing. Quality control materials were run with acceptable results. The cause of the discordant, falsely high calcium (ca2_c) test results was the cdp waste tubing. The instrument is performing according to specifications. No further investigation of this instrument is necessary.

Event description:
Discordant, falsely high calcium (ca2_c) test results were obtained from an advia chemistry xpt instrument. The initial results were reported to the physician(s). The same samples were repeated on the same advia chemistry xpt instrument. The repeat results were reported to the physician(s) as corrected results. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely high calcium (ca2_c) test results.